Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. The blood glucose was 45 mg/dl. Another blood glucose value was 44 mg/dl. The low blood glucose was treated with food. Troubleshooting was done for low blood glucose. Customer had been using the insulin pump within 48 hours of reported for high and low blood glucose. Customer stated auto mode feature was not active at the time of event. Based on customer¿s response they alleged insulin pump was over delivering as they ate and did not bloused insulin. The insulin pump will not be returned for analysis.